Event description:
The controller was eventually exchanged and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a correction to the event description (b5). Product event summary: the pump and controller were not returned for evaluation. A data log file covering the reported event date was not available for analysis. However, review of the event log file revealed a controller power up event logged on (B)(6) 2020 at 16:27:08, which corresponds with the reported controller exchange. Based on the event log file, the controller last had power on 13/nov/2019. A vad disconnect alarm was logged four (4) seconds later, at 16:27:12, indicating that the controller was powered on without the driveline connected. Several additional controller power up events and vad disconnect alarms were logged between 16:27:29 and 16:30:35, which corresponds with the reported vad stop during the controller exchange process. A successful motor start event was recorded at 16:31:54. However, the reported driveline disconnection difficulty event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, a possible root cause of the reported driveline disconnection difficulty may be attributed, but not limited, to connector damage and/or the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 model 1407ca, serial number: (B)(4), expiration date: 31-aug-2019, UDI: asku. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a controller exchange the patient had difficulty removing the driveline from the controller. This resulted in the ventricular assist device (vad) stopping for approximately four minutes. The controller was eventually exchanged, and no patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was hospitalized. During a controller exchange the patient had difficulty removing the driveline from the controller. This resulted in the ventricular assist device (vad) stopping for approximately four minutes. The controller was eventually exchanged and the vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient was asleep when they heard a high priority alarm which they thought was a fire alarm. The patient did not have their glasses on and was not able to read the details on the controller screen and assumed that the alarm indicated a controller exchange. The alarm was a critical battery alarm which could not be determined if it occurred appropriately. It was also reported that the vad had a low flow alarm and several suction alarms.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2016 / serial or lot#: (B)(6), UDI #: (B)(4), d9: no h3: yes h4: mfg date: 31-dec-2015 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f12, f08 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c23 h6: FDA conclusion code(s): d11 product event summary: the pump ((B)(6)), one (1) controller ((B)(6)), and one (1) battery ((B)(6)) were not returned for eva luation. Log file analysis revealed that (B)(6) was originally in use at the time of the reported event. Review of (B)(6) log files revealed a critical battery alarm involving (B)(6) logged on 07-feb-2020 at 16:11:45. The critical battery alarm was due to the patient allowing a battery to deplete below 10% relative state of charge (rsoc). As a result, the reported high priority alarm associated with a critical battery alarm event was confirmed. Log file analysis revealed that (B)(6) was not in use prior to the reported event and was likely the patient's backup controller. A data log file covering the reported event date was not available for analysis. However, review of (B)(6) event log file revealed a controller power up event logged on (B)(6) 2020 at 16:27:08, which corresponds with the reported controller exchange. Based on the event log file, (B)(6) last had power on (B)(6) 2019. A vad disconnect alarm was logged four (4) seconds later, at 16:27:12, indicating that the controller was powered on without the driveline connected. Several additional controller power up events and vad disconnect alarms were logged between 16:27:29 and 16:30:35, which corresponds with the reported vad stop during the controller exchange process. A successful motor start event was recorded at 16:31:54. However, the reported driveline disconnection difficulty event could not be confirmed due to insufficient evidence. Additionally, log files associated with (B)(6) revealed two (2) suction alarms were logged since (B)(6) 2020 and one (1) low flow alarm logged (B)(6) 2020. As a result, the reported suction and low flow events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow and suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the risk documentation and historical review of similar events, a possible root cause of the reported driveline disconnection difficulty may be attributed, but not limited, to connector damage and/or the handling of the device. Based on the log file analysis, the most likely root cause of the reported high priority alarm that resulted in the patient performing a controller exchange can be attributed to a critical battery alarm due to the patient allowing a battery to deplete below 10% rsoc. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.